Event description:
It was reported that on routine visit the superior vena cava (svc) impedance was found high. No alerts had triggered as the alert was turned off for the svc. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.